Manufacturer narrative:
Reported issue: the pivot locking latch pin fell out, the latch wont lock anymore. Product history review: device history records indicate 25 devices were manufactured under lot k0993 and all were accepted into final stock on 03/23/2017. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k0993 shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr: . Visual inspection: visual inspection shows the handle pivot locking latch pin missing. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection shows the handle is able to pivot freely and locking latch will not stay in place. Conclusion: the pin holds the locking latch in place. If the pin loosens or falls out, the locking latch mechanism can fail.

Event description:
While cutting, the locking mechanism for the handle to rotate left and right came loose and fell off of the handpiece. I attempted to put it back together but the pin back into the hole and reassemble the piece. The pin no longer has bite inside the hole and falls out. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting, the locking mechanism for the handle to rotate left and right came loose and fell off of the handpiece. I attempted to put it back together but the pin back into the hole and reassemble the piece. The pin no longer has bite inside the hole and falls out. Tka case.